Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was fractured and possibly had insulation damage. It was also reported that the implantable pulse generator (ipg) could not be interrogated due to the battery being at end of life (eol). The ipg and lead were extracted and physician replaced pacing system with an implantable cardiac monitor (icm). No patient complications have been reported as a result of this event.